Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection of the thermal fuse. A root cause could not be identified. Based on the results of the investigation for the events of the lamp didn't shine and the fan didn't move, it is likely the following led to the malfunctions: disconnection of the thermal fuse. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device suddenly stopped shining. It didn't shine and the fan didn't move. The issue occurred during installation. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: d9 (date returned to mfg), h2 and h11. Should further additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.